Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B) (4).

Event description:
Customer reports that error occurs when user attempts to burn a cdrom (with pt images) on the ra600 and the pt jacket has rejected images. The user queries pacs for the pt study and pacs displays the pt jacket. The user attempts to import the jacket into the local database of the ra600 but receives the following error: "error while importing images". There was no reported pt injury associated with this event.